Event description:
It was reported that a balloon leak and ruptured occurred, resulting in dissection. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified proximal right coronary artery. A 2.75mm x 12mm emerge balloon catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for 7 seconds, the balloon leaked and ruptured, and a type f dissection was detected in the vessel. The balloon was removed, and the procedure was completed by deploying a stent followed by post dilation with a 3.50 mm x 20mm non-boston scientific balloon. The patient was stable post procedure.